Manufacturer narrative:
A sample device was not returned for analysis. The product history records were reviewed and documentation indicates the product met release criteria. Root cause has not been identified. There is one other complaint in the lot. Additional information was requested. (B)(4).

Event description:
A certified technician reported that during an intraocular lens (iol) implant procedure, the surgeon noticed that the tip of the cartridge was splitting and the lens was not advancing properly. The tip of the cartridge and the iol were removed from the eye, and another lens was implanted without difficulty using the same handpiece and loading forceps. There was no patient impact.

Manufacturer narrative:
The cartridge was returned. Viscoelastic was observed inside the cartridge. The cartridge tip has stress lines beginning prior to parting line. The stress lines have led to an aneurysm that has torn along the posterior left side. The posterior right side has stretching to the material observed. The cartridge shows evidence of being placed into a handpiece. The cartridge was cleaned for further evaluation. Dye stain testing was conducted with acceptable results. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified lens with a qualified handpiece. The iol product history records were reviewed and the documentation indicated the product met release criteria. The viscoelastic is unknown. The reported tip damage was observed. The root cause cannot be determined. The observed tip damage typically occurs if there is an inadequate amount of viscoelastic between the lens and the cartridge lumen or if the lens is not positioned correctly. In addition, if the handpiece plunger is not positioned at the trailing optic edge it can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge, which could cause damage to the tip or the lens. Dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).